Event description:
Reporter indicated the patient underwent vns generator replacement due to normal end of service. The generator was returned to the manufacturer and eos was confirmed based on battery voltage measuring 1.751 volts (depleted). During testing, transistor q10 was found to exhibit an out-of-limit (higher) leakage current at test chamber temperature. This leakage increased the module's supply current 1ma consumption by approximately 1.034ua over the high limit (spec 23.000-38.000ma) and could potentially be a contributing factor to the eos. However, results of the battery longevity prediction confirm that the eos condition was an expected event and potentially, this slight leakage is expected to have only a minimal effect on the eos condition. The caged module met specification following the q10 replacement.